Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and pain. Device has been explanted.

Event description:
Healthcare professional reported "capsular contracture grade unknown", "enlarged lymph nodes in both axillae".

Manufacturer narrative:
The events of lymphadenopathy and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Device evaluation: .visual analysis of the returned device identified: crease. Wear abrasion, weight to the spec, broken shell. A microscopic analysis was performed which identify a sharp edge broken in the radius. Assessed as unidentified tear broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a broken sharp in the radius side assessed as unidentified (tear) opening.

Event description:
Patient reported left side rupture and pain. Healthcare professional reported "capsular contracture grade unknown", "enlarged lymph nodes in both axillae". Device has been explanted.